Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was greater than 700 mg/dl. Emt was called and transported customer to the emergency room and customer was subsequently admitted to the hospital and treated with IV insulin and fluids, which resolved the issue with no permanent damage. Customer was unsure of hospital discharge date. Customer reverted to manual insulin therapy. Customer declined system check with tandem technical support.